Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the aortic components with complete component separation event is confirmed. This type 3a is most likely user related due to the use of a 25mm bifurcated stent graft with a 34mm proximal extension as this is a cautionary product use condition. There was evidence to reasonably suggest that a type iiib endoleak of the bifurcated stent graft, stent buckling and a type ii endoleak (lumbar) had occurred. The cause of the type iiib endoleak of the bifurcated stent graft and stent buckling could not be determined with the medical records / images available for review. The type ii endoleak of the lumbar is anatomy related. The procedure related harm identified was a right common iliac artery occlusion due to a procedure complication. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: h6: device remove code 3190. H6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a component separation (type 3a endoleak) was reported. The patient was successfully treated with a afx2 bifurcated stent graft, afx limb stent graft extensions, ovation extender stent and non-endologix stents. The patient was report as stable. Additional information: during the investigation, there was evidence to reasonably suggest that a type iiib endoleak of the bifurcated stent graft, stent buckling and a type ii endoleak (lumbar) had occurred.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure (exact date was not provided), a component separation (type 3a endoleak) was reported. The patient was successfully treated with a afx2 bifurcated stent graft, afx limb stent graft extensions, ovation extender stent and non-endologix stents. The patient was report as stable.